Event description:
Pt received 1000u of recalled baxter heparin lot#107054 intravenously at the start of her ldl-apheresis treatment at ny-presbyterian hospital at cornell. About 3-5 min later, she complained of pain in face and head, the nausea, vomiting once. She became extremely agitated with a pulse in the 140's. Other vital signs and oxygen saturation were normal. The treatment was terminated and pt sent home in 30 minutes with only a mild sore throat and headache that had been present before the start of treatment. She remained well until her next treatment 2008, which was uneventful with a non-baxter heparin. Dose or amount: 1000u, frequency: once, route: IV bolus. Dates of use: bolus 2008. Diagnosis or reason for use: anti-coagulation for ldl-apheresis. #1: event abated after use stopped or dose reduced? Yes.